Event description:
It was reported to us during right radial approach al 1.0 guider was inserted into central aorta. Due to tortuosity and torquing of the catheter, guider kinked at tip of sheath and was unable to pass wire thru catheter. Attempt to remove via radial sheath unsuccessful, and guider severed with 70 cm remaining extending from distal sheath tip to innominate artery. Femoral arterial puncture done and intervention was complete via femoral access. At end of case, radial sheath removed but guide remained logged at radial arteriotomy site with sheared end outside of artery in subcutaneous tissue. Under x-ray, the end of the catheter in the sub q tissue was grabbed under fluoroscopy and remaining length of guide removed intact through access site. Pressure device placed with good homeostasis at access site. It was a very difficult case, because of the anatomy. The guide catheter was discarded, the patient is doing fine at home.

Manufacturer narrative:
(B)(4). Break the actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. A review of the manufacturing device history record detects no issues related to or that would result in the reported event. There are no prior complaints of any type for this lot. If in the future any additional information or the actual complaint sample is returned a follow-up med watch will be submitted. The event is not confirmed due to no product returned. The analysis is complete as of today (B)(4).